Event description:
It was reported that the foley catheter was pretested with fixed water and the catheter leaked from the sides. So, we refrained from using it.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing issue. Inflate catheter with returned syringe and found there was water leakage from the valve area. Sample was evaluated and found the valve was broken. Highly suspected during valving process the valve was double valving and that caused the valve damage/ broken. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be incorrect air pressure setting for valving process/rough handling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients: (1) patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp" this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was pretested with fixed water and the catheter leaked from the sides. So, we refrained from using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.